Manufacturer narrative:
(B)(4).

Event description:
It was reported that bones from an expired patient was found in the forest together with a pacemaker. The patient had been lost since the (B)(6) 2013. There is no allegation from a health professional that the death was related to the device. No further information is available at this time.